Manufacturer narrative:
D4 and h4 updated with lot number, manufacture date, and expiration date. Investigation into this complaint included a customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were not available to be reviewed. The runs involving the reported sample identification (sid) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The amplification curve displaying a late florescent signal with an exponential curve in the fam channel. There is no potential amp plate carryover risk for any sids in this investigation after reviewing the plate mapping analysis. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 is performing outside of established design performance specifications according to the amplification curves. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 522354. Complaint history review: a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be conducted.

Event description:
Customer reported a false positive result for an alinity m sars cov-2 assay. The patient called the customer because they believe they received false positive results. The patient is not expressing any symptoms. There was no report of any impact to patient management.